Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient is planning a revision surgery on an unknown date due to an unknown reason. However, no revision procedure has been reported to date. Multiple attempts have been made to obtain additional information and none has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. It was determined that this is a duplicate report. Therefore, the initial medwatch was created in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. It was determined that this is a duplicate report. Therefore, the initial medwatch was created in error and should be voided.